Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to pocket wound dehiscence with infection. The outcome of the event was updated to resolved without sequelae on (B)(6). On 2019-oct-21 it was noted the wound was healing and scab was almost completely gone. There was no drainage or signs of infection. No seroma was present in the area. On (B)(6) the wound was red, purple in color and has a silvery scab and healing effective. (B)(6) laboratory results revealed abnormal cultures. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient's pump pocket incision was discovered by rn staff, to be slightly open when they came in for follow up on (B)(6) 2019. It was noted the patient had a possible infection. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient was prescribed keflex for 10 days to see if it would heal better. It was noted the pump was explanted and the issue was resolved.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 at pump reprogramming, the pump was exposed on the right buttock approximately 2 inches at 1 to 2 o'clock. The pump was reprogrammed on 2019-dec-31 where the pump medication were decreased, switching to oral pain medications and to continue with antibiotics. It was noted on (B)(6) 2019 there was pump erosion. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. It was noted on (B)(6) 2019 the incision was healing and the scab was almost completely gone. There was no drainage or signs of infection. No seroma was present in the area. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter (B)(4)) was returned, and analysis found no significant anomaly. The catheter ((B)(4)) was returned, and analysis found no significant anomaly. The catheter (neu_unknown_cath) was returned, and analysis found no significant anomaly. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the outcome of the event resolved without sequelae on (B)(6) 2020. It was noted that the entire system was explanted/not replaced on (B)(6) 2020. Two cultures were sent (one for the spinal catheter site and another for the pump pocket. Both cultures were abnormal and on (B)(6) 2020 the patient was on antibiotics. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2019-dec-16 during wound care assessment, the wound was red purple in color and had a silvery scab and healing effective. The outcome of the event was updated to ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (unknown dose and concentration), bupivacaine (unknown dose and concentration), and hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the intrathecal (it) pump was implanted on (B)(6) 2019. It was noted that the entire pump pocket site healed well except for on pinpoint area of the incision at the later aspect that has still not closed. It was noted the incision was draining serosanguinous fluid. The patient's weight was 110 pounds. No action was taken, but a pump revision was scheduled for (B)(6) 2019. The outcome of the event was noted as ongoing. The clinical diagnosis was pocket wound dehiscence. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 2000 mcg for a total dose of 1395.83491 mcg/day, bupivacaine 10.3 mg for a total dose of 7.18855 mg/day, and hydromorphone 2 mg for a total dose of 1.39583 mg/day. No further complications were reported/anticipated.